Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead an inquiry was received regarding performance of rv lead. Review of received data revealed, rv lead high sensing integrity counter (sic), impedance warning triggered, for impedance gradually decreasing and low, and fluctuating, low r wave sensing, high threshold, lead insulation issue with sensing of myopotentials on the ventricular lead. Review of received data also revealed, ra bipolar lead impedance warning, lead insulation issue with sensing of myopotentials on the atrial lead. The rv and ra leads remains in use. No patient complications have been reported as a result of this event.